Manufacturer narrative:
The patient underwent mesh implantation in order to treat high grade intraepithelial lesion and incontinence. It was reported that the patient had concurrent procedures of a tubal ligation, cyst removal, loop electrosurgical excision procedure, cone biopsy, and laparoscopic drainage of right ovarian cyst performed during mesh implantation. It was reported that post insertion patient experienced pain, bleeding, dyspareunia, chronic vaginal drainage and recurrence. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.